Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after initial start up of the intra-aortic balloon (iab) therapy in an emergency percutaneous coronary intervention (pci) case, the console generated a autofill failure alarm. Blood was noted in the tube. The doctor removed the balloon because the balloon had ruptured. A new balloon catheter was inserted to start therapy. There was no reported injury to the patient.